Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the tubing of the device. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the tubing of the device. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 40 samples for investigation. Thirty of the returned samples were randomly selected and subjected to functional tests, to assess the device's functionality. All samples passed testing, exhibiting no signs of damage to the device, holes in the tubing, or leakage during use. For the unknown batch, retained samples could not be tested as the batch is unknown. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.